Event description:
It was reported to boston scientific corporation that an obtryx system was used during a sling placement procedure performed on (B)(6) 2008. According to the complainant, during the procedure, the physician perforated the vagina at the sulcus. Significant procedural blood loss was also documented. Prior to discharge, the patient presented with a small hematoma and pain, which was described as 20/100 on a visual analog scale. During a follow-up visit on (B)(6) 2009, the patient's pe & voiding were both described as "normal".

Manufacturer narrative:
(B)(6). (B)(4).